Manufacturer narrative:
(B)(4). Log review pending. The log review has not been completed yet. A f/u report will be submitted once the eval has been done. Biomed reports he thinks there is a misunderstanding of the amount of chemo to be infused. There was no report of pt harm and no medical intervention was required.

Event description:
Biomed requested a log review of a chemo infusion. Event details are as follows: nurse called to room at 13:30 and 1/2 of infusion remained that should have been completed at 15:00. Saw no drips, but pump was calculating drips. Rate was programmed at 35.9 ml/hr with vtbi of 862ml. Volume remaining unk. Biomed reports that the incident report stated normal saline was at the same level as chemo and once the saline bag was lowered the chemo started dripping. Mgr also filled out an incident report which states the infusion stopped for unk reason and there had been air in line issues. The pumps were switched out and another set of pumps were reprogrammed. Chemo infusion label states: ifosfamide (ifex) 10,500mg, mesna (mesnex) 10,500mg in 0.9 sodium chloride 500ml chemo infusion. IV administration rate of 35.9ml/hr to infuse over 24 hours.